Manufacturer narrative:
The customer contacted philips and requested an additional quote to address this report. No additional diagnostic/functional testing was performed by philips. The customer indicated that the speaker was defective and replacement parts needed to be ordered. This issue is considered confirmed. The customer ordered a replacement speaker and mainboard to resolve the issue. The customer has assumed the repair responsibility. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and a quote for repairs was provided. The customer has not responded. We are unable to confirm the final disposition of the device because the customer did not respond. The cause of the reported problem is unknown. The reported problem was not confirmed the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction; the speaker is not working. The device was not in use on a patient at the time of the event. There was no adverse event reported.